Event description:
While wearing the external equipment, the pt reportedly experienced pain at implant site and sound perception problems. In 2005, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. However, the decision was made to explant the pt's device.